Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. There was no reported product deficiency. The reported perforation is listed in the instruction for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that the lesion was located in the heavily tortuous and heavily calcified first obtuse marginal. A guide wire [unspecified] was placed and a 3.0 x 15 mm trek was used for pre-dilatation. The 3.5 x 18 mm xience rx crossed the tight lesion and was implanted at 14 atmospheres. After deployment, a perforation was noted in the mid part of the implanted stent. A graftmaster 3.5 x 16 mm was placed to seal the perforation. The physician feels that a piece of calcium caused the vessel to perforate when the stent was implanted. No further patient effects were reported. No additional information was provided.